Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not removed.

Event description:
It was reported that the patient was admitted to the hospital due to neurological complications. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient is currently receiving effective pain relief from the device and will be following-up with their neurologist.